Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Patient reported pieces of the softclix lancets broke off, and became lodged in her fingers after using them with the softclix lancet system. Patient did not modify therapy based on these results. No medical treatment was received. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement was shipped. The softclix lancet system: lancet device and lancet lot numbers unk.